Event description:
It was reported the pt is experiencing discomfort at her scs ipg pocket site due to the location of the device. The pt is to consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.